Event description:
It was reported that on (B)(6) 2022 during a 3dimensions procedure the c-arm drops by itself. A field engineer was dispatched and determined that there is loose wire on the foot pedal connector. The switches were replaced and the system met the manufacturer´s specifications. No other information is available.